Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was frequently charging the ipg. It was noted that the patient had gained weight since the device was implanted. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a pocket site revision procedure.

Event description:
A report was received that the patient was frequently charging the ipg. It was noted that the patient had gained weight since the device was implanted. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a pocket site revision procedure.

Manufacturer narrative:
Additional information was received that the patient and physician might suspect malfunction, although rep have advised them of database findings and believe difficulty to be related specifically to weight gain.

Event description:
A report was received that the patient was frequently charging the ipg. It was noted that the patient had gained weight since the device was implanted. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a pocket site revision procedure.